Event description:
Related manufacturer reference number: 2017865-2023-11359. During a routine device exchange, decreased pacing impedance was observed on the right atrial (ra) lead. Diagnostic imaging was performed and no anomalies were observed. An attempt to replace the lead was not successful due to patient's anatomy. The device was programmed to deactivate the right atrial channel. The patient was in stable condition.